Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had physical damage of insulin pump. It was reported that the lip of the reservoir compartment was missing. Customer does not know how damage occurred. Customer's blood glucose was 420 mg/dl and was treated with manual injection. Customer was advised that insulin pump would need to be replaced.